Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for postlaminectomy pain. It was reported that the stimulator battery was being removed because the patient got the pump put in and the other reason was because the stimulator was not working very well. Further follow-up is being conducted to what symptoms were experienced, if troubleshooting was performed, and what circumstances led to the issues. If additional information is received, a follow-up report will be sent.